Event description:
A pt reported blood glucose results of "583, 155, 78, 493, 383, 155 and 115 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20% mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.